Event description:
It was reported that when an asymptomatic patient presented in clinic for follow-up, non-sustained rv oversensing episodes due to post-paced t-wave oversensing was observed. Programming changes were made successfully. Patient's condition was stable.